Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. The CT sheath did not cause or contribute to the reported event. The case was reviewed by inari's chief medical officer, who concluded that the patient's death was the result of distal embolism. Distal embolization of blood clots and cardiovascular collapse are listed in the device labeling as potential complications / adverse events. The labeling also includes the following warning statement: when used in patients with an ivc filter, damage to the filter, the collection bag, or dislodgement of the ivc filter, etc. May occur. Manufacturer reference #: (B)(4).

Event description:
A 53-year-old male patient presented with a clotted inferior vena cava (ivc) filter with the deep vein thrombosis (dvt) extending to the left popliteal vein. The patient experienced a previous adverse event from an arterial procedure and the right leg veins were ligated. On (B)(6) 2022, the patient underwent a thrombectomy using the inari clottriever (CT) thrombectomy system. Due to the right leg being ligated, the interventional cardiologist elected to place a long sheath from the internal jugular (ij) vein down to prevent the CT collection bag from interacting with the filter. The wire was successfully externalized from both access points, but the sheath was unable to be completely delivered beyond the filter. The procedure continued, and 2 successful passes were made with the CT catheter which produced significant clot yield. However, on the third pass, the CT collection bag caught on the filter and slowly pulled the filter towards the left common iliac vein (lciv). At this point approximately 70% of the clot had been evacuated and the physician removed the ivc filter from the ij. Although the ivc removal was accomplished without damaging the CT collection bag, the patient deteriorated and a pulmonary embolism was suspected. The patient's heart rate (hr) increased from 90 to 130 bpm. Shortly afterwards, the patient's heart rate stabilized, but the patient subsequently decompensated and became unresponsive. A code was initiated, but the team was unable to resuscitate the patient and he expired.